Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70mg/dl-130mg/dl fasting. Verified the strips expire 12/31/2018. Customer confirms the strips have been properly stored and were first opened 3/16/2016. Customer performed a blood test and obtained 243mg/ reviewed meter memory: (B)(6). Customer is concerned with all result. Customer is calling stating that her meter is giving high results. Customer been getting high readings from the meter and customer is not comfortable using the meter anymore. The customer ran a test on (B)(6) 2016 at 10:10pm and the result was 410mg/dl. (Fasting). Customer stated take her insulin and customer tested and obtain results are still high from the meter. Customer does not have any more strips left from the vial to send back for investigation. Meter time and date is not set.